Manufacturer narrative:
Additional information was provided in age, test/laboratory data, medical products & therapy dates and report source. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a review of reported information, the consumer indicated that glare was causing her driving issues during the night and day time hours. The consumer had a yag laser capsulotomy but was not impressed with any kind of visual improvement.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported initially failing her driver's license test following an intraocular lens (iol) implant procedure. She is only able to drive only in daylight hours and only in good weather. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported initially failing her driver's license test following an intraocular lens (iol) implant procedure. She is only able to drive only in daylight hours and only in good weather. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.